Event description:
The product complaint report shows the customer alleged the audio alarm to be intermittent when testing prior to pt use. The hospital biomed technician inspected the device and could not duplicate the reported issue. The biomed technician replaced the alarm assembly as a precaution. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.